Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer's mother was concerned that bolus did not bring blood glucose down instead it went up to 500 mg/dl after a bolus. Customer had to regular injection. Customer will call doctor just to know if is ok.